Manufacturer narrative:
Retained samples of the two lot numbers 201106-4047 and 220117-4042 have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. On (B)(6) 2023 the involved device was received in an open pouch. It is unclear whether the returned and involved customer sample belongs to the lot number 201106-4047 or to the lot number 220117-4042. The user cannot clearly assign this information. It was disinfected and then inspected. A visual inspection of the defibrillation electrode set showed no obvious damage. The connector of the involved electrode set was also visually inspected. Neither damages nor deviations were visible. An electrical continuity test was performed using a multimeter to test for electrical continuity. The continuity test was performed to check the electrical continuity between the connector (pin apex and sternum pad) and the electrode (gel area of apex and sternum electrode). The continuity test was within limits. As no visual and no electrical continuity failure could be detected an electrical performance test was carried on. The involved electrode sets was adhered onto the defibrillation test equipment fluke impulse 7000dp and connected to the physio control lifepak 12 defibrillator. The defibrillator was switched on and the pads worked properly immediately an ECG signal was visible on the display. We have simulated a ventricular fibrillation and have successfully shocked to the defibrillation test equipment fluke impulse 7000dp. Based on the proved information we only could speculate about a possible root cause. We do not know if the malfunction was caused by the missing skin preparation. However by attaching and releasing the first pair of defibrillation electrodes an indirect skin preparation has been performed (by removing dead cell and any other matter from the skin surface). After applying the second pair of electrodes skin impedance was within limits and the defibrillator has released the procedure. Anyhow this is only an assumption and based on the provided information, no conclusion can be drawn what might have caused the claimed problem. We only could specify that the tested electrodes worked according to the specifications and were fit for use. No further conclusion can be drawn. We therefore close the investigation and the report.

Event description:
On (B)(6) 2023, we have been informed about a malfunction with a defibrillation electrode set at mater dei hospital in malta. Skintact defibrillation electrodes model df20n and a lifepak 20 defibrillator had been used. The initial report was stating that "patient was unconscious, unresponsive and in peri arrest state so he needed to be prepared just in case of CPR. A pair of defibrillation pads were opened and these were attached to the lifepak monitor. They did not work so another pair of pads was opened. These worked finely. Several measures were tried before changing the pads, like reconnecting the faulty pads and switching on and off the monitor. The function 'paddles' was selected to no avail. So 2nd pair of pads was used. The two pads are of same mark. We have & pts [sic] since 2 were opened. But only the faulty pads were stored." The initial reporter also specified 2 lot numbers: 201106-4047 and 220117-4042 for this deviation. We do not know which of the two lot numbers is the concerned lot number. However we have investigated both lot numbers. We have requested further information and received on may 23rd a partially filled in questionnaire. The procedure was described as "the patient was deteriorating, so he needed to be monitored and prepared for any arising need of defibrillation/CPR. A packet of hands free pads were opened and once attached to the monitor they did not function. The monitor and cable were checked. So another pair of electrodes of the same mark, but different lot number were opened. These worked well. The faulty electrodes and the 2 packages were stored but the second electrodes that worked, were left and transferred with the patient. This was an urgent situation, so it was not possible to mark which packet/lot number was opened first." The patient body type was described as regular and the skin was described as "normal". The patient suffers on diabetes. The general state of the patient was described as normal. The patient's skin was not cleaned, not shaven, not dried and no disinfection was used prior application. It was stated that the "patient was completely dry. He had a shower in the morning and was dry from top to bottom." And " the patient was not hairy." And "there is no need to disinfect the skin before pad/electrode application." The duration of monitoring was described as 1 hour and that the "patient did not suffer cardiac arrest. Lifepak was left attached for continuous monitoring, till he was transferred to another ward". The defibrillator setting have been described as biphasic and the used mode as manual. The defibrillation "electrodes were directly attached to the therapy cable of the hand free pads". It was described that "both first and second electrodes adhered properly to the patient." It was also described that "once first electrodes were removed to be changed, the skin looked clear/clean". No further details have been disclosed so far.